Event description:
Reportedly, during the follow-up performed on (B)(6) 2016, t-wave oversensing (in the atrial channel) was suspected. An analysis is requested.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2016, t-wave oversensing (in the atrial channel) was suspected. An analysis is requested.